Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k136 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k136 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the centrifuge bowl break as blood splatter is visible on the centrifuge chamber walls. Evaluation of the provided photographs show the centrifuge bowl is in multiple pieces at the bottom of the centrifuge chamber. The entire centrifuge bowl has dislodged out of the bowl holder. A known cause for the centrifuge bowl to dislodge from the bowl holder is due to the bowl not being properly secured into the bowl holder by the end user. A material trace of the bowl assembly and its components used to build lot k136 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation by the end user. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a centrifuge bowl break during the procedure after 150 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.